Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that a line of defective pixels is present on his pump display. No adverse event reported. A request was made for the return of the device.